Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of "balloon burst" was confirmed. The balloon was found to be ruptured. Both balloon windings were intact. Windings were removed and balloon latex was relaxed. Latex edges did not match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this fogarty catheter, the balloon burst, even though the maximum capacity limit was followed. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
Based on further engineering investigation, balloon and winding inspection are performed as part of the manufacturing process. The instructions for use was reviewed and found adequate. Additionally, a pra has been generated to address this issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.